Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that a porcine bioprosthetic valve implanted in mitral position was explanted after an implant duration of 5 years and 11 months due to leaflet tear leading regurgitation. As reported, the tear was at the base of one leaflet causing that the adjacent leaflets did not coapt correctly. The patient was 51 years old at the time of the explant with none reported comorbidities. A mechanical valve was implanted as replacement. The patient was discharged home.as per image evaluation there was moderate host tissue overgrowth (pannus) on the stent.

Manufacturer narrative:
F10. Device code 3191 - host tissue/pannus. H10. Additional manufacturer narrative: customer report was of unknown reasons and could not be confirmed through image evaluation. Image provided appears to be a porcine valve. It could not be determined through image evaluation whether the valve was a mitral or aortic porcine valve. Valve appeared to have an attachment site detached from the aortic wall. Valve appeared to have moderate host tissue overgrowth on the stent circumference on the outflow aspect. Sewing ring of the valve also appeared partially cut off. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that an edward bioprosthetic valve implanted in an unknown position, was explanted after an implant duration of approximately 5 years for unknown reason. No other information was provided.